Event description:
A malfunction was reported with the customer's insulin pump, categorized as ¿malf 12,¿ and it occurred at least three times but had not been reset in the past 24 hours. There was no adverse impact on the customer¿s blood glucose level. The customer continued using the current pump, despite being advised against it, and was informed about the possible switch to multiple daily injections if necessary. Technical support arranged for a replacement pump to be shipped and provided instructions for returning the problematic pump. The customer understood the procedures and the replacement pump was expected to arrive within a specified timeframe.